Manufacturer narrative:
The device is currently not available for evaluation as it remains implanted. Should the device be explanted and returned to rti surgical it will be fully evaluated and additional information will be added to this report.

Event description:
Rti surgical was notified on 5/10/2018 that a streamline tl pedicle screw broke postoperatively following a surgery on (B)(6) 2018. At his 2-month post-op appointment, the patient reported having pain. It was confirmed that a screw broke at s1 on the right side. The surgeon intends to revise the patient but it has not yet been scheduled.